Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6), male, patient, who used super poligrip original denture adhesive cream (formulation (B)(4)) over a period of ten years as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip original. He used the product 1 to 2 times daily (device misuse) due to ill-fitting dentures which he could not afford to realign. At an unknown time after starting the product, the patient experienced neuropathy. This case was assessed as medically serious by gsk. Use of super poligrip original was continued. At the time of reporting, the events were unresolved. Super poligrip ultra fresh is manufactured in (B)(4). The lot number was provided (r09333), but the product was not available. (B)(4).